Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of (B)(4).- fluid/ blood leak for the period of (B)(6) 2021 through (B)(6) 2023 related to date opened indicates that 1 point is above the upper control limit. However, an additional analysis is not required because only one complaint was involved in this month. No patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4). Fluid/ blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side "deflated from a crease fold failure". Device has been explanted and replaced.